Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that after multiple reprogramming attempts, the patient was not receiving adequate relief from the neurostimulator and had difficulty charging. The patient and physician decided to remove and replace the device with a new tined lead and a non-rechargeable device. The patient was doing well after their procedure and their symptoms improved.